Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested to change the utv board. The account did not provide a serial number. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the utv board to resolve the issue. Based on this information, no further action is required.